Manufacturer narrative:
The representative later reported the x-ray was negative for a fracture. The physician ordered a recheck in one month. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Resolution was requested from the field. All available information indicates that the device remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected greater than 2000 ohms on this atrial transvenous lead. With hugging or pulling impedances were 400 to 800 ohms and no noise was present. No adverse patient effects were reported. The physician was to further evaluate with an x-ray.